Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The pump was received with moisture damage at the motor. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked lcd window and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 7.7 mmol/l. The customer mentioned that they forgot to disconnect the pump before swimming. The customer stated that there is no fluid under the display. The customer took the battery out and put in a new battery and there was no response on the keypad. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.